Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that an obvious decline in the pt's hearing performance was noticed by the guardians on (B)(6) 2013. History of head trauma is denied by the guardians.